Manufacturer narrative:
Information was unable to obtain for patient age/date of birth. A review of the manufacturing records indicated the device met pre-release specifications. This investigation confirms premature deployment based on the complaint description. The cause of the premature deployment cannot be confirmed because it is unclear whether the viabahn® device interacted with a pre-existing hemodialysis filter during advancement without sheath protection. Per the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), materials required for implantation: introducer sheath of appropriate size.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Phr ¿ the following manufacturing records were reviewed in tungsten/mdis: 22277462; qc testing batch (B)(6) 2020-b; 22252568; 22082326. A review of the manufacturing records indicated the device met pre-release specifications. Ncr117277 was initiated due to compressed air system construction. The investigation showed the system is appropriate. All product was dispositioned as accept. Based on the nature of the complaint and the investigation of ncr117277, there is no indication of a relationship between this ncr and the reported complaint because device deployment is not impacted by the compressed air system.

Event description:
On (B)(6) 2021, a patient was to be implanted with a 6mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat brachial artery pseudoaneurysm. During viabahn device advancing without sheath protection, physician found partial unintentional premature device expansion without pulling deployment line. It was suspected by physician that the unintended expansion maybe caused by the hemodialysis filter in the patient's body, but cannot be confirmed. A snare was used to remove the viabahn device from internal carotid artery, it took 2 hours to remove viabahn device completely. Another viabahn device of same size was used to complete the procedure successfully. The patient tolerated procedure.